Manufacturer narrative:
The investigation into the limb ischemia and the renal/kidney failure has been completed since the original report was filed. The medical center in japan did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on the clinical details, the root cause of the limb ischemia was biomaterial as the thrombus was confirmed and blood flow decreased in both lower extremities, and the root cause of the kidney failure was the patient condition related because of thrombolysis and pre-existing stenosis in both lower extremities, which could have resulted in blood stasis and thrombus formation and let to renal necrosis and dialysis was initiated the failure modes will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be acquired, a supplemental MDR will be filed. As noted in the impella IFU, ischemia is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported an 87-year-old female patient presenting for pre-op placement of the impella pump. During support, the patient developed limb ischemia and a thrombus was discovered. The pump was explanted as a result of the ischemia and the thrombus was removed with a fogarty catheter. However, a follow up CT was performed and multiple thrombi were discovered. The patient developed unilateral kidney necrosis and dialysis was initiated. Thrombolysis treatment was maintained to treat the condition.